Event description:
Reporter states after testing three times, back-to-back, within 10 minutes, using different fingersticks, results were 204, 167 and 227 mg/dl. Reporter had never cleaned meter. Reporter's home health nurse and alcohol on his fingers and this is when the erratic readings occurred. Reporter normally cleans hands with soap and water and had never received erratic readings before. Reporter was not experiencing any symptoms.